Manufacturer narrative:
A model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal of a tampon the string was significantly shorter than normal. She was able to remove the pledget from her vaginal cavity but was concerned that the string had possibly broken inside of her so she had an exam with her doctor and no string was found. She did not experience any adverse health effects.